Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19286. It was reported that the patient presented in clinic for routine follow-up. The patient complained of discomfort. Upon interrogation, it was revealed that the patient's atrial and right ventricular leads were both exhibiting noise over-sensing. Inappropriate mode switch was noted. The noise over-sensing also resulted in pacing inhibition. Noise reversion was suspected to have occurred but not confirmed. The physician elected to replace the leads. During the procedure, it was found that insulation damage was noted on both leads at the same location, and application of stress to these regions resulted in noise on both leads. The physician successfully capped and replaced the atrial lead on (B)(6) 2020, and the right ventricular lead was repaired and re-used. The patient was stable.